Event description:
#4 french end hole snare catheter advanced into proximal aspect of left svc following which an attempt at removing the existing guide wire was unsuccessful due to small caliber of the vessel. Catheter then withdrawn with minimal difficulty although platinum marker remained within the vessel for unknown reasons. Target vessel inadvertently embolized with marker. Post angiography demonstrated successful occlusion of target vessel with marker. Position unchanged. No apparent patient injury.